Event description:
It was reported that there was a device related thrombus. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged home the next day as planned with a medication regimen of eliquis 5mg only. On (B)(6) 2020 the patient was switched from eliquis to plavix. A follow up transesophageal echocardiogram (tee) was not performed at this time. On (B)(6) 2020 the patient had their follow up tee procedure. The imaging showed that there was a device related thrombus present. The patient was taken off of eliquis and was switched to xarelto 15mg daily. A repeat tee procedure was rescheduled for a later date.